Manufacturer narrative:
It was reported that a device malfunction occurred. The cochlear implant was evaluated on august 15, 2016, using the integrity test system. The results are consistent with a device malfunction. This report is filed on november 15, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.